Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the threads of the battery cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery cap was unable to maintain an electrical connection due to the cap detaching from the pump. There was a battery compartment crack observed from the thread area to the case seal. The battery compartment threads were damaged. Unrelated to these issues, the display screen was dim and discolored. The keypad was torn and peeling, but all of the buttons were responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.